Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was unable to recharge. The battery was dead and the patient was experiencing increased pain. The patient was taking oral medication to control his pain. The event was assessed as related to the device or therapy, specifically the recharge process as the battery was dead, and not related to the implant procedure. Additional information was received from the patient on (B)(6) 2017. The patient stated the ins stopped taking a charge and hadn't worked in over a year. The patient stated that they tried conducting a physician mode recharge twice, but it did not work. The patient was working with the healthcare professional to determine the next steps. Additional information was received from the healthcare professional of the clinical study on (B)(6) 2018. The patient was encouraged to come to the practice to discuss a possible replacement of his device.

Manufacturer narrative:
Due to imdrf harmonization, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved with no further actions planned.